Event description:
It was reported that after the left ventricular assist device ( lvad) placement, the right ventricular (rv) lead had rising pacing impedance. Rv lead sensing dropped and capture jumped. It was also reported that during the lvad placement, the lead may have been damaged or the tissue the lead was fixated to may have been damaged. The lead remains in use. No patient complications have been observed as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.